Event description:
It was reported occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly due to an o-ring causing the blockage. There was no adverse impact to customer¿s blood glucose level. The customer was advised to replace supplies and continue insulin therapy.